Manufacturer narrative:
(B)(4). The service engineer (se) verified the low exhaled volume alert when viewing the alarm logs. However, se was unable to duplicate customer problem. Due to customer concerns and as a precautionary measure, se ran short self-test (sst), extended self-test (est), electrical safety test, all calibrations and a performance verification according to the manufacturing specifications at time of service. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported an 840 ventilator with low exhaled volumes readings. The ventilator was not in use on a patient at the time the event occurred.